Event description:
Customer called reporting that his insulin pump alarmed during the rewind process. Customer also stated the insulin pump alarmed before he took out the battery. Customer's blood glucose level was 70 mg/dl. Customer reported seeing insulin squirting out during the manual prime process. Customer reported being stuck in a rewind complete/bolus delivery loop. After checking, customer stated that the drive support cap was protruded. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Unable to very alarm history due to corrupted history file. Cracks to the case, battery tube threads, reservoir tube lip, a scratched lcd window and scratched reservoir tube window noted.